Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a system fault error. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump found the pump had damaged lens and downstream occlusion sensor was bubbled. Review of device history log identified that the pump gave system fault 46876. Functional testing could not be duplicate customer stated issue. Problem source could not be identified.